Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed that the patient's implantable cardiac monitor (icm) was undersensing leading to false pause episodes. The patient was asymptomatic. No changes were made.